Manufacturer narrative:
(B)(4). The reported complaint that the catheter caused an allergic reaction could not be confirmed as a sample was not provided for evaluation. Though a sample was not provided for this complaint, the customer confirmed that the catheter was used on a patient that is allergic to chlorhexidine. However, the arrowg+ard blue antimicrobial catheter technology information IFU (a-20000-100c, rev.1) provided with this kit states that use of the arrowg+ard blue antimicrobial catheter technology is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. Based on the provided information and since no issues were identified during the device history record review, the probable cause of this complaint is operational context, the patient's condition. No further action will be taken.

Event description:
The customer alleges that the patient had an allergic reaction to chlorhexidine and developed an anaphylactic reaction within five minutes after the central line was inserted. Intervention - resuscitation and use of a peripheral line for administration of epinephrine and fluids. Oxygen administered and ventilated. Treatment was effective. Surgery cancelled. Patient transferred to ICU.

Manufacturer narrative:
(B)(4). The user facility reports that it was known that the patient had a chlorhexidine allergy. Iodine, instead of chlorhexidine, was used for skin prep for the arterial line and central line. The central line was inserted and within 5 minutes the patient's oxygen saturation dropped and continued onto an anaphylactic reaction. The peripheral line was used for resuscitation. The physician stated that the reaction could have been due to the coated cvc, given the chain of events. According to the information received from the user facility, the patient had a known allergy to chlorhexidine. The label information for the product provides the contraindication of use for patients with known hypersensitivity to chlorhexidine.

Event description:
The customer alleges that the patient had an allergic reaction to chlorhexidine and developed an anaphylactic reaction within five minutes after the central line was inserted. Intervention - resuscitation and use of a peripheral line for administration of epinephrine and fluids. Oxygen administered and ventilated. Treatment was effective. Surgery cancelled. Patient transferred to ICU.